Event description:
It was reported that, the fiber melted during procedure. It was advised to replace the debris shield and to calibrate the console. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that, the fiber melted during procedure. It was advised to replace the debris shield and to calibrate the console. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.